Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
Document review: gmk sphere flex fixed tibial insert size 5-14mm left: ref. 02.12.0514fl/lot 123222 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected and the info received, the breakage was likely made during the primary surgery probably due to an incorrect screwing. It was not initially detected by the surgeon and after a while it moved from its initial position, resulting to be loose.